Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot and mother bulk lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
(Second of two reports) customer reporting false positive w-1+ reactions in the anti-d micro well to the mts abd/rev gel cards lot# 091715037-01 with a known rh negative patient sample. Issue started on: (B)(6) 2015. Microtubes/wells or cell (donor #) affected: anti-d. Methodology used: manual gel. Reaction grade obtained: 1+. Customer was expecting: negative. Test repeated: yes. Result obtained by repeating: 1+. Method used to repeat: manual gel. Customer indicates that the patient was tested last week and initial testing yielded a 1+ reaction in the d microwell with a negative control well. Forward typing as the expected as a type "b". Customer reports repeat testing of the sample in the same lot of cards produced a weak reaction in the anti-d well and again the control well was negative. The patient in question has a long rh negative history at the account with no recent blood transfusions. No incorrect or erroneous results reported based on the patient's previous blood group. Customer reports the same samples was sent out to their reference lab that performed weak d testing by traditional tube and by solid phase on the echo and reports the results to be negative. Customer repeated the testing of the same sample returned by the reference lab today against their alternative lot of 091715037-06 and reports the anti-d well to be negative as expected. No repeat testing performed on the original listed lot# of cards. Customer reports qc testing of both listed lot# of gel cards have been satisfactory. Gel cards confirmed to have normal appearance and stored according to the IFU indications. Mts diluent 2 plus lot# confirmed to be visibly acceptable. Customer cannot determine what may have cause the original false positive reactions. Cts reviewed the package insert and discussed possibilities such as possible carryover from the anti-b microwel. Customer indicates their satisfaction with the discussion and is requesting the credit of their remaining 60 cards. Cts advised the customer that credit would be granted. The customer has agreed to contact cts in the event that additional false positive reactions are observed with their alternative lot. No further action indicated by cts.